Event description:
It was reported via a user facility medwatch report that during the procedure in an unspecified coronary vessel, a 3.5x20 nc trek rx balloon dilatation catheter (bdc) shaft broke (fractured, but was not in two pieces). The nc trek rx bdc was simply withdrawn from the anatomy without resistance; no resistance was noted during advancement, as well. Another unspecified bdc was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. The returned goods lab received the device with the hypotube shaft completely separated into two pieces. User facility medwatch report received states: during the cardiac procedure, in the heart catheter lab, the shaft of the nc trek coronary dilatation shaft broke. This required that another catheter be used in the procedure. What was the original intended procedure? Cardiac catheterization device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. While the device was reported to be fractured but not separated, the device was received as separated. It is likely that the hypotube was not fully separated after removal, but separated during handling/shipping to abbott vascular for analysis. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.